Event description:
It was reported that patient saw hcp for usual follow up and soon after "started going down hill" then was taken to the ER and was admitted. Patient may have turned off her device after the adjustment because she was uncomfortable with the change in settings. Rep was called by the physician in the hospital asking for dbs support. Rep spoke to the patient's daughter by phone and she was able to turn on the dbs and adjust settings to patient's tolerance. Daughter reported that patient improved with the dbs turned on and settings lowered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information confirming that the battery was turned back on and therapy settings were adjusted to the patient¿s tolerance. The issue has been resolved, and the information was confirmed and provided by the physician.